Event description:
At the beginning of surgery the broncho-cath was installed without difficulty, when the balloons were inflated, it was noted that the proxial balloon was torn. No pt harm or injury. Product was noted tested prior to use.